Manufacturer narrative:
The reagent lot number is 85556501 and the expiration date is 31-aug-2026. The calibration and qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The customer stated they observed crystal residue on the reactions cells. The field service engineer (fse) cleaned the analyzer, cleaned the wash wells and reagents, lubricated the rails, and performed mechanical, ise, and photometric checks successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results for 1 patient sample on a cobas 6000 c501 module. On (B)(6) 2025, the initial result was 9.51%. On (B)(6) 2025, the sample was repeated and the result was 6.45%.